Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported that during a pod change, the cannula did not release as expected when the pod was placed on the body for insertion. The patient stated that the cannula did not insert into the skin and had to discard the pod and activate a new one. After removing the pod, the patient confirmed the cannula was visible without abnormalities noted. The patient stated that the pink slide movement was slight and not clearly visible. There was no impact to the patient's blood glucose levels reported.